Event description:
Customer reported receiving a "scan again in 10 minutes" message after 10 days of wearing the adc device. Customer experienced symptoms of hypoglycemia described as numbness of tongue and lip, tachycardia, loss of vision, malaise, and sweating. The customer required treatment of a glass of juice, sugar water, and biscuits provided by their father. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured and found to be below specification. An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned de-cased sensor, no issues were observed. Additional battery testing was performed, and the battery again measured below specification. Therefore, this issue is confirmed to brown out reset condition associated with a dead/low battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 10 days of wearing the adc device. Customer experienced symptoms of hypoglycemia described as numbness of tongue and lip, tachycardia, loss of vision, malaise, and sweating. The customer required treatment of a glass of juice, sugar water, and biscuits provided by their father. There was no report of death or permanent injury associated with this event.